Manufacturer narrative:
Concomitant medical products: product ID: enlw161 stent graft, implanted: (B)(6) 2011; product ID: enbf281 stent graft, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high undefined impedance, polarity switch and short v-v intervals. The rv lead was reprogrammed off. No patient complications have been reported as a result of this event.